Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral stem, catalog#: ni, lot#: ni; unknown acetabular shell, catalog#: ni, lot#: ni; femoral head, catalog#: 163661, lot#: 138250. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial hip arthroplasty. Subsequently, the patient was revised for poly wear approximately 9 years after the initial surgery. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. There is eccentric positioning of the prosthetic femoral head superolaterally consistent with polyethylene liner wear. There is also a large focus of abnormal radiolucency along the superior and lateral margin of the acetabular cup and surrounding the fixation screws consistent with osteolysis. There is no definite osteolysis along the femoral component. The bones are osteopenic. Polyethylene liner wear and acetabular osteolysis involving the right hip arthroplasty as noted. There is no fracture or dislocation. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.